Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was impacted and exceeded 500 mg/dl, reading as "high" on the continuous glucose monitor; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Customer changed the infusion set and cartridge and resumed insulin delivery.